Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ping meter read inaccurately high compared to another device. The medical surveillance specialist (mss) spoke with the reporter on (B)(6) 2012 and obtained the following information. The patient tests his blood glucose 6-8x daily. The patient manages his diabetes with apidra insulin, levemir insulin and novolog insulin. The alleged results were taken on (B)(6) 2012. The patient obtained blood glucose results of "132 mg/dl" with the subject meter and "96 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient's blood glucose usually reads about "80-180 mg/dl." The patient continued to take his medications as usual. The reporter denied the patient developed symptoms or received medical treatment due to the alleged issue. The reporter confirmed they discontinued using the subject meter per the advice of the patient's endocrinologist. The patient continued to test his blood glucose with a backup meter. Prior to the alleged issue, the reporter informed the mss that the patient went to the emergency room (ER) and claims the patient was experiencing symptoms of thirsty, frequent urination and had "fruity" smelling breath. The patient obtained a blood glucose result of "475 mg/dl" with the subject meter. At that time, the patient was administered intravenous (IV) fluids as treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient had become symptomatic and received medical treatment from a health care professional (hcp) prior to obtaining these alleged inaccurate results. However, this complaint is being reported because the subject meter did not meet lfs' accuracy criteria.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.